Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) has an hdd error light lit up on the front of the cns. Customer confirmed that the raid status for both port 1 and port 2 says "failed" and are requesting replacement hard drives. No patient harm reported. Attempt #1 08/02/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 08/17/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 08/23/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) has an hdd error light lit up on the front of the cns. Customer confirmed that the raid status for both port 1 and port 2 says "failed" and are requesting replacement hard drives. No patient harm reported.